Event description:
The patient was undergoing low anterior resection and right colectomy. The jaw of the ligasure would not open. When the physician forced open the jaw, the knife blade stayed out. No harm to the patient.addt. Info. Obtained from the site:we would return the device to the MFR if they request the device. We request any MFR to send a prepaid shipper kit, sign a letter of agreement not to do destructive testing, return the device after evaluation and send us analysis results.